Event description:
The patient reported that on monday (B)(6) 2020, the patient sugar was at 525 and normal is 90-95. The patient did eat and was injecting insulin manually to get sugar down to around 135 around 8:20pm.